Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Bris du cathéter PICC line 28g per installation. En retirant PICC line et mandrin cassure constatée a environ 11cm du bout proximal du cathéter. Fort heureusement le cathéter a suivi le mandrin lors du retrait donc cathéter sorti au complet. Voir photographie page suivante. Risque de bris dans le corps du patient et de "perdre" le cathéter dans la circulation sanguine du bébé. Translation: breakage of the PICC line 28g catheter per installation. By removing PICC line and mandrel break noted at approximately 11cm from the proximal tip of the catheter. Fortunately, the catheter followed the mandrel during removal, so the catheter came out completely. See photograph risk of breakage in the patient's body and "losing" the catheter in the baby's bloodstream.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found signs of use and confirmed breakage of the catheter. The stylet was exposed where the detached catheter broke away. Under magnification, a kink was observed near the tip of the catheter where the breakage occurred. A possible root cause for the catheter breakage could be due to the attempt to remove the catheter when resistance was felt. The IFU cautions, "if resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes." There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken. Argon will continue to monitor for issues of this nature in the future.

Event description:
Breakage of the PICC line 28g catheter per installation. By removing PICC line and mandrel break noted at approximately 11cm from the proximal tip of the catheter. Fortunately, the catheter followed the mandrel during removal, so the catheter came out completely. See photograph risk of breakage in the patient's body and "losing" the catheter in the baby's bloodstream.